Event description:
This was a left-sided cardiac lead extraction conducted in the o.r. To remove a total of 2 pacing leads (sorin ra & rv, model # unknown, 96mths old) due to a (B)(6) infection with lead erosion. The patient was intubated, an arterial line was placed, both tee and fluoroscopy were in use, and typed/crossed blood was in the room. A small (size unknown), anterior effusion noted pre-operatively after the placement of tee. Both leads were prepped with a lld #2 and lasing began on the ra pacing lead with a 14f gl and a 33cm visisheath m. The rv lead was extracted successfully and lasing began again with 14f gl and 33cm visisheath m combination. The patient's vital signs remained stable and there was no indication at this point of any vascular injury. Progression was being made until binding was encountered at the anode of the atrial lead. The md stopped lasing and advanced the visisheath manually with the leading edge of the bevel pointed superiorly. Soon after this advancement, the patient's abp sharply declined, tee confirming an effusion. CPR initiated and blood products hung. The md performed an emergent sternotomy within 3 minutes of the initial abp drop, patient went into vf, internal shocks delivered, and an approximate 3.5" - 4" long x 2.5 wide tear was noted in the svc. After approximately 4-5 liters of blood and 35 minutes, the resuscitative efforts were deemed unsuccessful and were ceased.

Manufacturer narrative:
Device discarded after use.